Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing and tissue entwined in the helix. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 195 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance measurements were likely caused by the confirmed fracture. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. This rv lead was explanted and replaced. It was noted that the screw would not retract during explant, and the lead was manually turned and removed. No additional adverse patient effects were reported. This rv lead was returned for analysis. Additional information received reported that this right ventricular (rv) lead had fractured. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. This rv lead was explanted and replaced. It was noted that the screw would not retract during explant, and the lead was manually turned and removed. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing and tissue entwined in the helix. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 195 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance measurements were likely caused by the confirmed fracture. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. This rv lead was explanted and replaced. It was noted that the screw would not retract during explant, and the lead was manually turned and removed. No additional adverse patient effects were reported. This rv lead was returned for analysis.